Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('two silver metallic, coiled wire devices are identified embedded in the myometrium near what grossly appears to be the proximal portion of each fallopian tube'), pelvic inflammatory disease ('pelvic inflammatory disease') and device expulsion ('two silver metallic, coiled wire devices are identified embedded in the myometrium near what grossly appears to be the proximal portion of each fallopian tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, uterine bleeding, dyspareunia, depression, obesity, vaginal discharge, vaginal yeast infection and light periods. Previously administered products included for an unreported indication: sprintec from 2012 to (B)(6) 2013, mirena in 2012, mirena from 2011 to 2012, zoloft in 2012 and metrogel. Concurrent conditions included anxiety, ear pain, menses irregular, urinary tract infection nos, bloating, hormonal imbalance, sciatica, endometrial ablation and rash. Concomitant products included azithromycin since 2018, bupropion hydrochloride (wellbutrin) since 2015, ceftriaxone sodium (rocephin) since (B)(6) 2018, doxycycline from (B)(6) 2018 to (B)(6) 2018, duloxetine hydrochloride (cymbalta) since 2015, ethinylestradiol; norethisterone acetate (microgestin) from (B)(6) 2014 to (B)(6) 2014, metronidazole (flagyl), miconazole nitrate (monistat) since 2018, ondansetron hydrochloride (zofran) from (B)(6) 2018 to (B)(6) 2018, sertraline hydrochloride (sertraline hcl) from 2012 to 2014 and terazosin hydrochloride (terazol) from (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2017, the patient experienced rash generalised ("general nondescript skin rash") and was found to have weight increased ("weight gain"). In (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2018, the patient experienced pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vulvovaginal mycotic infection ("infection, yeast"), depression ("depression"), vaginal discharge ("vaginal discharge"), mental impairment ("mental fogginess") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device and device expulsion outcome was unknown, the pelvic inflammatory disease had not resolved and the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, vulvovaginal mycotic infection, depression, rash generalised, vaginal discharge, weight increased, mental impairment and back pain had resolved. The reporter provided no causality assessment for device expulsion, embedded device and pelvic inflammatory disease with essure. The reporter considered back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, mental impairment, pelvic pain, rash generalised, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: approximately 6 coils on the right side and approximately 2 coils on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : pelvic pain, mental fogginess, dyspareunia, depression, vaginal discharge, excessive bleeding, chronic fatigue, weight gain, yeast infection, dysmenorrhea. Concerning the injuries reported in this case, the following ones were described in patients medical records : two silver metallic, coiled wire devices are identified embedded in the myometrium near what grossly appears to be the proximal portion of each fallopian tube and pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2019: pfs and mr received : reporter information were added and updated. Date of removal were added. This case become incident. Medical history, lab data, historical drug and concomitant drug were added. Event injury to herself were updated to pain. Event : abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping), dyspareunia, fatigue, infection yeast, depression, general nondescript skin rash, vaginal discharge, weight gain, mental fogginess, back pain,two silver metallic, coiled wire devices are identified embedded in the myometrium near what grossly appears to be the proximal portion of each fallopian tube and pelvic inflammatory disease were added incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.